Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed and the customer was able to clear the error and complete rewind and conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Found no pump error 68 alarms during testing. Successfully downloaded pump's history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 68 alarm on the event date of 30-aug-2024 at 08:12:03.000. Pump alarmed a pump error 49 alarm on the event date of 30-aug-2024 at 08:12:03.000. Pump alarmed a pump error 23 alarm on the event date of 30-aug-2024 at 08:13:17.000. All previously mentioned alerts were expected. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Pump error 68 was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.